Event description:
It was reported that there was noise on the right atrial and ventricular leads. The physician was not sure if the device or leads were causing noise. The device was explanted and replaced. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned, analyzed, and no anomalies were found.